Manufacturer narrative:
Date sent to FDA: 5/9/2021. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2011 due to urinary retention. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. The other procedure is captured in a separate file. No additional information was provided.